Manufacturer narrative:
Unspecified dates in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that and an unspecified number of one-link microbore catheter extension sets were disconnecting from the flush syringe and leaking. Further described as, when the user goes to flush the line, the connection "unscrews itself" and the saline comes out. This was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
After further investigation, it was determined that connection issues between the one-link microbore catheter extension sets and the non-baxter syringe were caused by the non-baxter syringe. The one-link microbore catheter extension sets are no longer suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The one-link microbore catheter extension set is a suspect product. This report is a duplicate of manufacturer report number 1416980-2019-02831. All information can be found under that manufacturer report number 1416980-2019-02831. Should additional relevant information become available, a supplemental report will be submitted.